Event description:
A physician reported that a xia 3 blocker "disassembled" less than one month after implantation. The patient has been revised.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. A review of the device history record and complaint history could not be performed as a valid lot number was not provided and could not be obtained. Per xia 3 surgical technique: once the correction procedures have been carried out and the spine is fixed in a satisfactory position, the final tightening of the blockers is performed. Use the anti-torque key and the torque wrench. The anti-torque key and torque wrench come in two sizes; standard and short. Place the anti-torque key around the screw head. Place the torque wrench through the anti-torque key until it is guided into the blocker. The torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Surgeons must instruct patients regarding appropriate and restricted activities during consolidation and maturation for the fusion mass in order to prevent placing excessive stress on the implants which may lead to fixation or implant failure and accompanying clinical problems. As the device was not returned, an exact cause could not be determined. Probable causes include: blocker not tightened to 12nm during initial surgery, patient performed high activity level after initial surgery.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
A physician reported that a xia 3 blocker "disassembled" less than one month after implantation. The patient has been revised.